Event description:
Additional information was received from a consumer. It was stated that the patient could not even walk when the pump fails.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jun-08 reported the patient's weight at time of event was (B)(6). It was noted that the pump was replaced on (B)(6) 2015 and was returned for analysis. No further complication were re ported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) reported through a manufacturing representative (rep) that a motor stall was seen at initial interrogation. The event logs indicated a motor stall occurring on (B)(6) at 07:30 with a recovery on (B)(6) at 09:34. The patient did not have any MRI magnetic fields near the device. The cause of the motor stall was not determined. The programmer magnet was not used initially for interrogation. There were no symptoms reported. The hcp was going to work on scheduling a replacement. The indications for use were non-malignant pain and complex reg pain syndrome type I. The system was delivering hydromorphone at 25 mg/ml and 8 mg/day and clonidine at 400 mcg/ml at 128 mcg/day. The lot numbers were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.